Event description:
It was reported by the pt he experienced a "loss of communication" and his "unit may have moved". The pt's ipg was replaced with a new one.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.